Manufacturer narrative:
(B)(4). Evaluation: this complaint was for the system error 2240 (air in line). Received one companion sample. No manufacturing abnormalities were noted during visual inspection (cavity 2m). The complaint could not be confirmed in the lab. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The companion sample has been requested but has not yet been received by baxter for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The technical service representative (tsr) had the home patient (hp) cycle power to the hc machine. The hc displayed press go to start. The tsr assisted the hp with getting the cassette out of the hc. The tsr also instructed the hp to start again with new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the caregiver stated the following: nothing was noticed with the supplies and using new supplies resolved the alarm. No patient injury or medical intervention was reported.